Event description:
It was reported that the force bipolar instrument tips were broken. No further information available at this time.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a piece of the grip tips was found to be broken off. A piece approximately 0.5670" x 0.1980" was found to be broken off. The broken piece was not returned. The complaint was confirmed by failure analysis.